Manufacturer narrative:
Phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture based device has been explanted. This record relates to the left side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, rupture: observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed, as surgical impact opening (shell thickness within specification). Additional observations: crease is observed. Nick is observed assessed, as non-penetrating nick. Red particles were observed, on the shell.

Event description:
Healthcare professional reports, rupture. Based device has been explanted. This record relates to the left side.